Event description:
It was reported that the patient was experiencing titanium allergic reaction. The device was explanted and will be replaced with a gold plated device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2013. (B)(4).